Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on 23 august 2024 using a large flexnav delivery system. The patient had a pre-existing condition of atrial fibrillation. During the pre-implantation balloon-aortic valvuloplasty (bav) the patient presented with a bundle branch block (bbb), which led to an asystole, prior to any abbott device making contact with the patient. The patient was put on temporary pacing for the remainder of the procedure. The valve was implanted. Post-procedure the patient received a permanent pacemaker. The user believed the guidewire and pre-bav caused the bbb and subsequent asystole. The patient status was stable.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing condition of atrial fibrillation. During the pre-implantation balloon-aortic valvuloplasty (bav) the patient presented with a bundle branch block (bbb), which led to an asystole, prior to any abbott device making contact with the patient. The patient was put on temporary pacing for the remainder of the procedure. It was known that the atrial fibrillation was not transient and would require a permanent pacemaker after valve implant. The valve was implanted. Post-procedure the patient received a permanent pacemaker. The user believed the guidewire and pre-bav caused the bbb and subsequent asystole. The patient status was stable.

Manufacturer narrative:
An event of complete heart block and permanent pacemaker was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. It was indicated that patient had a pre-existing condition of atrial fibrillation which may have contributed to the reported event but cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection, operation was performed and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.